Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the leads, and upon further investigation, the patient's leads had fractured. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024, during surgery the l3 lead was served, and unable to be removed (per-2024-0173270), but the rest of the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The report of ¿ineffective therapy¿ was not confirmed. Analysis of the returned lead a found it was cut into segments during explant. Continuity was checked from contacts to corresponding bare wires, and no opens were found. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.